Event description:
Pt rec'd methotrexate in dr's office. Pt was sent home on leucovorin rescue per vivus pump. 24 hrs after pt hooked to vivus, nurse discovered pump had not delivered fluids or leucovorin.